Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The position of the inferior vena cava deviates from the wall within the time window, making it more difficult to grasp and extract the inferior vena cava. Multiple grasping may damage the inferior vena cava, and multiple pulling may cause the venous filter to break. The loop method needs to be used to extract it, which increases the possibility of inferior vena cava injury in patients. Additional information received indicating the retention time of the filter was about 2 months. Preoperative imaging showed that the filter head was attached to the wall, and the damage to the venous vessels was not significant, postoperative imaging shows damage to the veins. The filter was successfully and completely removed.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence that would have allowed us to review the allegation in detail. Without this necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action at this time. As a result, no corrective action is required at this point. However, if samples are returned at a later date, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.